Manufacturer narrative:
The pod was received with needle mechanism assembly not deployed. The pod data showed the pod was in state 2 and delivered 0 pulses, indicating the pod was in a filled state from the download process, but the user never activated the pod by a controller. The pod was received with the fill rod inside of the reservoir not shorting the fill sensor springs, indicating the user never filled the pod. Due to the pod never having been activated, no problem was found regarding the reported cannula did not deploy event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not deploy, indicating a needle mechanism failure. The pink slide did move forward.